Manufacturer narrative:
Bci field service engineer (fse) found the probe wipe cylinder and slide bearing jammed and replaced them. Fse also rebuilt the probe wash cylinder and bearing assembly and verified instrument operation. Per labeling, beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The root cause for the leak is associated with the probe wipe and probe wipe assembly.

Event description:
A customer contacted beckman coulter inc. (Bci) to report a leak that looks like isoton reagent and blood, from the secondary probe of the coulter lh 500 hematology analyzer. User was wearing personal protective equipment (ppe) consisting of lab coat, gloves and eye protection at time of incident. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. No reports of death, injury, or change to patient treatment have been reported in connection with this event.